Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed, severely tortuous and moderately calcified. The balloon ruptured on the second inflation at 24 atmospheres for 30 seconds. The device was pulled out and completely removed from the patient.

Manufacturer narrative:
B5: describe event or problem: additional information.